Manufacturer narrative:
Citation: de biase c aortic valve anatomy and outcomes after transcatheter aortic valve implantation in bicuspid aortic valves. Int j cardiol. 2018 sep 1;266:56-60. Doi: 10.1016/j.ijcard.2018.01.018. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding aortic valve anatomy and outcomes after transcatheter aortic valve implantation (tavi) in bicuspid aortic valves. All data were collected from single center between january 2015 and april 2017. The study population included 249 patients (predominantly male; mean age 82 years), 114 of which were implanted with medtronic evolut r bioprosthesis. The serial numbers were not provided. Among all patients in-hospital, 30-day and all-cause mortality occurred due to unspecified causes. Based on the available information, none of the deaths were attributed to medtronic product. Among all patients adverse events included: moderate to severe paravalvular leak (pvl), permanent pacemaker implantation, stroke, aortic root injury with annulus rupture, conversion to surgery, valve re-positioning, and second valve implantation. Based on the available information, these adverse events may have been attributed to medtronic product. However as multiple manufacturers were noted in the literature, a direct correlation could not be made between the observed adverse events and the medtronic product.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.